Event description:
The customer stated that a positive architect i2000sr bhcg result of 1,000 miu/ml was generated on a patient in 2008. This same patient sample was retested on three days later, and the architect i2000sr bhcg result was negative. The customer noticed that on original date, the sample tested prior to this sample was a strong positive. The customer is concerned regarding possible contamination from the strongly positive sample to this sample. No impact to patient management was reported.

Manufacturer narrative:
Abbott technical support inspected the architect i2000sr analyzer. Several instances of error codes 3356 and 3353 occurring in 2008 were noted; however, instrument logs were not available to verify if the bhcg patient sample in question was related to the error codes generated. The customer was informed that fibrin may have been present in the patient sample when it was first analyzed the same day. The architect system operations manual lists multiple probable causes and corrective actions for erratic results. The probable causes listed include sample contains fibrin clots/particulate matter, sample not collected/prepared properly. The architect total b-hcg package insert states that the presence of fibrin or particulate matter in the sample may cause erroneous results. Based on the available information, the most probable cause for the questioned total b-hcg result being generated was sample integrity, however this could not be verified with the available information. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of the issue. Based on the available information, a deficiency of the axsym analyzer was not identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.